Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for high airway pressure. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No service was performed and no parts were replaced. Therefore the investigation consists of an evaluation of the ventilator logs that was received. Provided event log does not cover the reported event date. However, there are alarms for high airway pressure in the logs but on another date after notification to the manufacturer. The alarms are generated sporadically and are not believed to be due to any ventilator malfunction. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No further investigation has been possible, therefore the exact root cause of the reported event has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).